Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that the cmac blade light was not sufficient during use when connected to cmac monitor which resulted in escalation of surgical airway. As a result, anesthetist resulted to performing a surgical airway.